Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with a nose bleed. Otolaryngology placed rhinopacket and bleeding resolved on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported bleeding could not conclusively be established through this evaluation. It was reported that the patient presented to the emergency room (ER) with a nose bleed on (B)(6) 2018. The department of otolaryngology (ears, nose and throat / ent) placed a rhino packet and the bleeding resolved by on (B)(6) 2018. The patient remained ongoing on heartmate 3 lvas, serial number: (B)(6) until ultimately expiring on (B)(6) 2020 due to causes unrelated to the left ventricular assist device (lvad). There is no product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21apr2017. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event associated with the use of the heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended international normalized ratio (inr) values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.